Event description:
The foley catheter bag was leaking. The entire foley was removed. The foley catheter has been replaced with a new sterile system. This is around the 6th incident of foley bags leaking since last spring.